Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot meets all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 8mm x 40mm balloon. The first segment contained the hubs, shaft, and the proximal base of the balloon. A complete circumferential rupture was observed 2.1cm from the proximal balloon joint. A portion of the inner catheter and distal end of the balloon was detached from the catheter and returned on the guidewire. The detached balloon portion measured 3.5cm in length and the inner catheter measured 9.1cm in length. The detached balloon segment was bunched. The edges of the rupture and the inner catheter detachment were examined under microscopic magnification and were observed to be jagged. The marker bands were detached and not returned for evaluation. No other anomalies were noted to the returned device. Functional/performance evaluation: no functional testing could be performed due to the condition in which the sample was returned. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for a complete circumferential balloon rupture and balloon detachment based upon the condition in which the sample was received. The investigation is also confirmed for marker band detachments, as the marker bands were not returned for evaluation. The investigation is inconclusive for sheath related retraction issues, as the sample was returned in poor condition and functional testing could not be performed. Per the reported event details, stents were present and there was some calcification present within the tracking path. Therefore it is possible that the stents and/or patient factors contributed to the rupture. The balloon rupture likely contributed to the retraction issues along with the balloon detachment and marker band detachments. However, based upon the available information the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath/guide catheter, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the introducer sheath/guide catheter and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and introducer sheath/guide catheter as a single unit. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure. Potential adverse reactions: additional intervention. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the second inflation, in the common femoral artery of the left stent iliac, the pta balloon allegedly ruptured at 6 to 7 atms. It was further reported that the balloon detached and half of the balloon became allegedly stuck in the sheath; therefore, the catheter, the sheath, and the guidewire were removed together as a single unit. Another balloon was reported to be used to complete the procedure. There was no reported patient injury.